Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 1542 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.touchscreen test passed.voltage verification check passed.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler had a display brightness problem during step 5 of setup, the display brightness was set to 10. The patient rebooted the cycler but the cycler remained dim. The fresenius technical support representative assisted the patient with removing the supplies and advised him that the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment with the replacement cycler on the reported date. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.